Event description:
It was reported that after a sensor reconnection, the patient disclosed experiencing hyperglycemia due to being disconnected from the ilet and falling asleep without reconnecting the infusion set; the agent provided troubleshooting and education, confirming no alerts or alarms, and the patient declined assistance. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and no medical intervention requested. Investigation included review of the event details and provision of user education regarding reconnection of the infusion set. Investigation of this case revealed user-related disconnection of the infusion set leading to hyperglycemia, with the device and sensors functioning as designed when connected. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to reconnect the infusion set after disconnection.